Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, root cause was not established for poor quality image (lines appeared in the image). In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on ccd unit and video plug, noise image occurred and color tone of the image was magenta or green. The most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoeye flex deflectable videoscope displayed poor image quality, lines appeared in the image. There were no reports of patient involvement.